Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service at baxter on (B)(6) 2010 discovered a colleague infusion pump in which the pump head module keypad channel c select key was inoperable. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.04.00 that is categorized as an "unremediated" pump. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The assignable cause is a faulty channel c pump head module keypad. The channel c pump head module keypad was replaced.